Event description:
It was reported that dependent patient presented to the ER after experiencing syncope. Loss of capture was observed and an escape rhythm had developed. Upon device interrogation, an increase in threshold and a decrease in sensing were observed. Diagnostic imaging revealed no visual anomalies. Programming changes were made. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.